Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to upgrade the advia centaur xpt system software. The cse noted the software version 1.7 failed to install, and the system became unavailable for the customer to perform routine testing. The cse performed troubleshooting and reverted the software to the previous version. Siemens is investigating the event.

Event description:
The customer noted the advia centaur xpt was inoperable due to a failure in upgrading the system software. The customer stated that a backup system or alternate method was unavailable and caused a ten (10) hour delay in testing patient samples. The customer informed siemens that stat samples were affected and caused a delay in procalcitonin and troponin test. The customer delivered the affected stat samples to another laboratory for testing. There are no known reports of patient intervention or adverse health consequences due to the delay in testing stat samples.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00290 on 26-oct-2022. Additional information (15-dec-2022): siemens confirmed that a siemens customer service engineer (cse) performed troubleshooting and the advia centaur xpt system software was restored to a previous software version. The cause of the advia centaur xpt system software becoming inoperable is unknown. The system is operating as designed with the advia centaur xpt software version 1.5.1 with service pack 1. The system is operational, and no further investigation was required.